Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 1-feb-2023. Update received on 27-jan-2023 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received and stated the following: the patient was revised to address failed left tha, chronic hip pain, and elevated metal ions. Operative note reported extensive metalosis, and grossly loose acetabular component. Rim intact, large grade 2c defect in terms of rim, but extensive bone loss medially from 7 o'clock to 12 o'clock with exposed soft tissue. Extension posterior inferior and superiorly 3 and 4 cm. X-ray revealed osteolysis, malposition acetabular component. Debrided all nonviable tissue and infected synovium. There was extensive metalosis and corrosion. Medial aspect of the quadralateral plate was missing and augmented with 2 zimmer tm disk augments with the goal to re-establish a medial wall. After a review of the medical records, the orthopaedics clinic note particularly the imaging results, plain films of the left hip show that he has intact left total hip replacement without any evidence of loosening, however, there is some heterotropic ossification formation. There were some metal debris in his leg from the gunshot wound and not from any sort of bead shedding due to the fact that they were present in prior films.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr litigation records received. Litigation record alleges severe pain and discomfort in plaintiff¿s hip. Doi: (B)(6) 2007 dor: (B)(6) 2019 left hip.